Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The physician reports that after cataract surgery with implantation of the crystalens, the lens vaulted and a lens exchange is planned. Additional information has been requested from the physician.